Event description:
Reporter indicates that needle disengaged from syringe and material leaked out. There was no patient contact or injury, however event is being reported due to the possiblity of injury should this event recur.